Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 3008452825-2019-00075, 2030404-2019-00009, 3005334138-2019-00090. Following an atrial fibrillation ablation procedure, the patient experienced a stroke. In the recovery room, a crooked mouth and failure to respond was noted in the patient. A stroke was suspected and the patient was transferred to another center and was followed. The cause of the stroke is unknown. There were no performance issues with any abbott device during the procedure.